Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device would continue to run even when the battery was removed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device would continue to run even when the battery was removed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.